Event description:
My name is (B)(6). I had the essure procedure done back on (B)(6) 2011 and it failed. Both my coils migrated prior to my three month hsg testing to confirm if my tubes were occluded or not, this was (B)(6) 2012. In (B)(6) 2012, I had to have a tubal and removal of the essure devices since my body rejected both. The doctor told me he had removed everything. As time went by I found out in (B)(6) 2014, that he actually did not get both devices. I still have fragments and 1 coil in my pelvis! Since finding out that info I had to have two MRI's and according to the booklet it states "MRI is safe as long as the tesla is at 1.4 or below!" I feel you need to know that I'm living proof that MRI is not safe if an essure coil or fragments are floating in your pelvic area! I have imaging from when I found out I first had metal still inside of my pelvic area and I just had another set of imaging done yesterday, it clearly shows the coil has moved when you compare the two sets of images. There needs to be attention brought onto this subject and the words needs to be changed. This is not safe at all!